Event description:
A facility representative reported that during intraocular lens (iol) implantation, the delivery system did not push out the lens. It went right past the lens and scratched the lens. There was patient contact but no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).